Event description:
"Retro pharyngeal air... Caused by perforation of the cervical esophagus during esophagogastroduodenoscopy". Pt was subsequently transferred to tertiary care facility with disposition noted as "guarded".